Event description:
Medtronic received information that no delivery/occlusion alarm during priming occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver. 4.10e. Retainer ring = black. On (B)(6) 2021 the customer alleged the pump alarmed insulin flow blocked alarms during priming. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with cracked keypad overlay and missing serial number label. Thus software was utilized and downloaded trace/history files properly and found multiple no delivery (7) alarms in the pump history at (B)(6) 2021 on 01:18:00 to 01:28:08. However, pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. In summary, the pump passed the functional tests properly. However, customer received multiple no delivery alarm during bolus delivery according to the pump history download.